Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high left ventricular (lv) lead impedance. Follow up concluded no intervention was performed and the clinic will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.